Manufacturer narrative:
One non sterile sakura dura star, 3.00 x 15 mm was received coiled inside two plastic bags. The shaft was broken at 50.7 cm from the proximal end; the section where the shaft got broken appears as if it had been kinked before it got broken. The unit was received wavy with three kinks found at 8.6, 16 cm, and 101.5 cm all from distal end. The balloon was received folded , also blood residues could be observed along the shaft. A cordis guidewire 0.014" sample unit was inserted through the guidewire lumen and no friction or any anomaly was experienced. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The ptca system/resistance/friction-outer body reported by the customer was not confirmed since resistances was not felt when the guide wire was inserted. The body/shaft/separated-in patient and body/shaft/kinked/bent-in patient were confirmed. The cause of the failures experienced by the customer could not be determined; however procedural factors may have contributed to these failures. Neither the DHR review nor the product analysis suggests that the reported issue is related to the manufacturing process; therefore no action was taken. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure a sakura dura star had resistance/friction, kink/bent and separated in the patient. During a coronary angiography revealed diffuse infiltration plaque at (lad) left anterior descending artery and 85% stenosis at middle-lad, occlusion at the ostial of (cx) circumflex and (om) obtuse marginal. The physician first advanced abbott balloon at cx and then advanced dura star (through non-cordis catheter and guidewire) to the lad, however he felt friction which caused the shaft bent. Then the physician withdrew the balloon and found the shaft was broken into 2 pieces. No impact to the patient. Prior to inserting in the patient, the product was not damaged. The same guiding catheter /guidewire were utilized to complete the procedure. A constant and dedicated saline source was utilized. No additional torque or force was utilized after the friction occurred. The aorta was not tortuous or calcified. A cd copy of the procedure/event is not available. There was no report of injury to the patient. The product was returned for analysis. One non sterile sakura dura star, 3.00 x 15 mm was received coiled inside two plastic bags. The shaft was broken at 50.7 cm from the proximal end; the section where the shaft got broken appears as if it had been kinked before it got broken. The unit was received wavy with three kinks found at 8.6, 16 cm, and 101.5 cm all from distal end. The balloon was received folded, also blood residues could be observed along the shaft. A cordis guidewire 0.014" sample unit was inserted through the guidewire lumen and no friction or any anomaly was experienced. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The ptca system/resistance/friction-outer body reported by the customer was not confirmed since resistances was not felt when the guide wire was inserted. The body/shaft/separated-in patient and body/shaft/kinked/bent-in patient were confirmed. The cause of the failures experienced by the customer could not be determined; however procedural factors may have contributed to these failures. Neither the DHR review nor the product analysis suggests that the reported issue is related to the manufacturing process; therefore no action was taken. The ptca system/resistance/friction-outer body reported by the customer was not confirmed since resistances was not felt when the guide wire was inserted. The body/shaft/separated-in patient and body/shaft/kinked/bent-in patient were confirmed. The cause of the failures experienced by the customer could not be determined; however procedural factors may have contributed to these failures. Neither the DHR review nor the product analysis suggests that the reported issue is related to the manufacturing process; therefore no action was taken. Review of the information suggests that procedural and vessel factors may have contributed to the reported difficulty and confirmed failures.

Event description:
During a coronary angiography revealed diffuse infiltration plaque at (lad) left anterior descending artery and 85% stenosis at middle-lad, occlusion at the ostial of (cx) circumflex and (om) obtuse marginal. The physician first advanced abbott balloon at cx and then advanced dura star (through non-cordis catheter and guidewire) to the lad, however he felt friction which caused the shaft bent. Then the physician withdrew the balloon and found the shaft was broken into 2 pieces. No impact to the patient. The device will be returned for investigation. Prior to inserting in the patient, the product was not damaged. The same guiding catheter /guidewire were utilized to complete the procedure. A constant and dedicated saline source was utilized. No additional torque or force was utilized after the friction occurred. The aorta was not tortuous or calcified. A cd copy of the procedure/event is not available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt